Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that in ophthalmic probe strange sound heard and actuation failure occurred during vitrectomy surgery. The surgery was completed after a new replacement was used. There was no patient harm.

Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Two opened probes were received, with tip protectors, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with the close line tubing detached from the engine, no functional testing was performed, and the sample was sent to the other responsible manufacturing site for tubing attachment. Sample 2: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests, no strange noise observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo was reviewed by the investigation site. The photo shows a pak lid, the reported cannot confirmed on the photo attached. The returned sample 2 was found to be conforming, therefore actuation failure and strange noise as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe 2 was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.